Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00327: screw.

Event description:
A screw that had been placed in an aculoc2 plate broke post op as seen on x-ray before routine hardware removal surgery.